Manufacturer narrative:
Refer to field for the results of the imaging evaluation.

Manufacturer narrative:
UDI for gore® excluder® trunk-ipsilateral leg component: unk. A review of the manufacturing paperwork could not be performed as the lot number was unavailable. (B)(4).

Event description:
The following was reported to gore: on an unknown date in 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2017, follow-up imaging revealed a wire fracture as well as distal migration of the trunk-ipsilateral leg component into the aneurysm sac for about 5 to 6 cm, hindering distal blood flow. On (B)(6) 2017, a re-intervention was performed whereby the migrated trunk-ipsilateral leg component was relined with an expandable bare metal stent to ensure blood flow to both legs of the patient without excluding the aneurysm. The patient tolerated the procedure.